Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer stated that their blood glucose levels had been within the range of 300 mg/dl to 400 mg/dl. The customer had treated their high blood glucose with a syringe. It was noted that on (B)(6) 2017, the customer had experienced high blood glucose level of 401 mg/dl. While on (B)(6) 2017, the customer had experienced a high blood glucose level of 449 mg/dl. The customer¿s recent high blood glucose even began on (B)(6) 2017. Troubleshooting was performed and insulin exited without incident. The customer stated that their endocrinologist had changed the basal. The customer had contacted their health care professional before contacting. Additionally, the customer reported of a past no delivery event. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product in question to return. The device will not be returned for analysis.